Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the patient experienced premature ventricular contractions and extrasystole beats due to interaction of the leadless pacemaker and the moderator band. After mapping, the device was recovered and billowing of the protective sleeve was noted. The device was retrieved from the patient and the helix was confirmed to have sprung. The device was not used, and a new one was implanted. The patient condition was stable.

Manufacturer narrative:
Reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.